Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring ii proximal seal did not deploy. It was stuck in the holder. A new kit was opened to complete the procedure. There were no patient effects. The product was returned.

Event description:
Caller reports lancet is protruding from multiclix device cap. No adverse event reported. A request was made for the return of the product, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.